Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. Unexpected battery power loss was seen in power graph and insulin pump received error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had replace battery alarm. The customer¿s blood glucose level was 10.9 mmol/l at the time of the incident. Customer stated they received low battery alert prior to replace battery alarm. Customer stated this was second occurrence of replace battery alert alarm in less than 8 hours after low battery warning. Troubleshooting was performed. The insulin pump will be returned for analysis.